Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. A water filled reservoir and infusion set was installed in the reservoir compartment, the insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen with water exiting the infusion set. The motor functioned properly when delivering the tests boluses. No drive motor anomaly noted during testing. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of 26 mmol/l at the time of call. The customer stated that they were nauseous. The customer's blood glucose was 8.9 mmol/l at the time of incident. The customer also reported that the insulin pump had an anomaly. The customer reported that the piston did not go down when it should. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.